Manufacturer narrative:
E4 init rptr also sent rep to FDA: corrected.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent would not advance through the lesion. The device was removed and a guidezilla guide extension catheter was placed. When the device was re-inserted, it was found that the stent was unraveled from the balloon. No patient complications nor injuries reported. It was further reported that the event was reported via medwatch 300840000-2021-8047. The patient presented with a new onset of chest pain. During the procedure, the synergy stent impacted a calcium buildup and was removed. When attempting to reinsert the device it was noted that the device unraveled distally on the balloon with a fragment of the stent protruding from the device itself. A new device was used with no known harm to the patient.

Event description:
It was reported that stent damage occurred. A 3.00 x 28 synergy drug-eluting stent was advanced for treatment. However, the stent would not advance through the lesion. The device was removed and a guidezilla guide extension catheter was placed. When the device was re-inserted, it was found that the stent was unraveled from the balloon. No patient complications nor injuries reported.